Event description:
Patient had presented with an incarcerated umbilical hernia. The patch was reported to have pulled away from the interrupted prolene sutures and rolled up "like a cigarette". Mesh was explanted. After mesh explant, the defect was repaired without using a mesh product. Pt has been discharged and is reported to be doing well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.